Event description:
It was reported the patient had intraoperative compromised hemodynamic. The patient experienced desaturation and hypotension during the operating room procedure and had low blood pressure that was positional in nature. The patient also experienced face/ear discoloration and drop in oxygen saturation. The relationship was noted as related to the patient¿s body mass index of 45.2 and to the implant procedure. The event resulted in a brief inpatient stay less than 24 hours post-procedure. Medications administered included phenylephrine bolus and infusion, ephedrine boluses, and epinephrine boluses. The patient was already on ventilator support and their fraction of inspired oxygen was increased. The patient was also turned from prone to the supine position. The event was considered resolved without sequelae.

Manufacturer narrative:
(B)(4).